Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for that a hazard alarm during operation.

Manufacturer narrative:
The pod arrived fully deployed. The pod generated an 0x21 alarm, indicating tick time is out of spec. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. This leak caused corrosion on several internal components, including the qn3000 chip, which ultimately resulted in the generation of the 0x21 alarm. A rotational malfunction occurred at the end of operation, confirmed to have been caused by fluid damage to the commutator cap. The internal leak also resulted in low battery voltages. The internal cannula tear is confirmed as the root cause of the reported event.